Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited on the right ventricular (rv) lead abnormal shock impedance values during a generator replacement procedure. While impedance between the distal coil and can was within expected range, measurements involving the proximal coil were elevated, exceeding 200 ohms. Defibrillation threshold testing (dft) was attempted at 26 joules using reversed polarity (distal coil to can), but the shock failed to convert the rhythm, and a fault code fc1005 was recorded indicating a shock was delivered into an open circuit condition. The patient required external rescue defibrillation. Technical services suggested the issue may be due to calcification around the shocking coils, impairing therapy delivery. The patient was considered unprotected until placement of a new rv defibrillation lead. This system remains in service. No additional adverse patient effects were reported.